Event description:
Additional information indicates that this crt-d and rv lead had again exhibited subsequent high right ventricular shock lead impedance through patient home monitoring system. Further information received indicates that all other measurements were within normal range. The patient will be continued to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out-of-range shocking lead impedance measurement which was detected via patient remote monitoring system. Additional information indicates that the patient was fine when checked and the physician opted to monitor impedance measurements with a remote monitoring system. All other measurements were within normal range. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.